Event description:
Vague report of overinfusion received with no clinical info able to be obtained. Clinical coordinator of intensive care unit states no pt incident or injury has been reported in association with this pump.